Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4).according to the information received, a skin reaction was reported. User reported strong adhesive the caused skin bloating and the skin to come off.